Event description:
It was reported that pump displayed minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge and that pump was worn in case, then followed technical support instructions to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and attempt to reload same cartridge, but issue was not resolved and case was referred for continued assistance.